Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection check, the cardiosave intra-aortic balloon pump (iabp) had some touchscreen buttons that could not be pressed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h8, h11. A getinge field service engineer (fse) evaluated the unit and found that the zero pressure button and iab fill button cannot be pressed. Tested the touch screen and calibration test passed, but still cannot press the zero pressure button and iab fill button. The fse reasoning was due to touch screen being broken. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, d9,g3, g6, h2, h3, h6 (investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found that the zero pressure button and iab fill button cannot be pressed. Tested the touch screen and calibration test passed, but still cannot press the zero pressure button and iab fill button. The fse replaced touchscreen assy, cable assembly, blood pressure transducer. All functional and safety test performed.

Event description:
N/a.